Event description:
Ous MDR - it was reported that oversensing with artifacts was noted. The patient went to hospital feeling pauses. During revision it was impossible to unscrew the lead. The lead was cut and laser extracted. The lead is under analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the is-1connector pin. A proximal and a distal lead fragment were returned for analysis, in between a 1 cm segment of lead body was missing. The received parts were subjected to an extensive analysis. The analysis revealed multiple abrasion marks and signs of wear along the lead fragments. In particular between 12 cm and 7.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in thea rea of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.